Event description:
It was reported that (6) devices were used during a open lobectomy. It was reported by the affiliate that the tr35w was used. There was bleeding. The amount of bleeding is not known. Another instrument was used to complete the case.